Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided), and a loss of consciousness. Reportedly, customer was found unresponsive in their car, and the window of the car was broken in an attempt to treat customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.